Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Patient was revised to address a dislocation. It was also reported that the dislocation occurred with the locking ring in place.

Manufacturer narrative:
The returned devices do not exhibit any obvious markers or deformities that would have contributed to the reported dislocation. The locking ring is whole and undamaged. The liner is scarred and gouged in numerous places. However all of these marks appear to be the results of extraction rather than preexisting condition. There are no evident physical markers to explain how pull-out or torque-out conditions may have occurred during this event. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. A review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.